Event description:
It was reported that, during testing, the pump failed downstream occlusion calibration. There was no patient involvement. Evaluation of the returned device confirmed that the unit is underpressurized and the downstream occlusion seal is torn.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and confirmed the complaint. The unit is underpressurized and the downstream occlusion (dso) seal is torn. The dso seal was replaced and the sensor was recalibrated. The device then passed all testing.